Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the third-party service center service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to replaced to address the issue.